Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death.  The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 9 months due to perivavular leak, severe stenosis and central regurgitation. A 23mm transcatheter valve was implanted. Patient was discharged home on pod #2. As reported the physician did not allege that the surgical valve had malfunctioned, although it was very early for the surgical valve to fail. The physician felt it may have been patient characteristics that contributed to the surgical valve failure.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 9 months due to perivavular leak, severe stenosis and central regurgitation. A 23mm transcatheter valve was implanted. Patient was discharged home on pod #2. As reported the physician did not allege that the surgical valve had malfunctioned, although it was very early for the surgical valve to fail. The physician felt the pvl might be the primary issue and it may have been patient characteristics that contributed to the surgical valve failure. The patient was a 74 y/o male with a history of as, redo-avr, dm, htn, hypothyroidism, and diastolic chf.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5 and h6 per new information received UDI number ((B)(4).